Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device would not lock the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the motor device had a worn seal washer and seal pack housing, a worn coupling unit, a noisy and worn bearing, low rotations per minute (rpm), worn vanes, loose screw set, the motor housing was dented, and a cut in the hose near the muffler area. It was further determined that the device failed pre-test for hose verification, loctite- modified set screws, temperature assessment and rotational speed, and a vibration and rattle type sound were heard from inside. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device would not lock the attachment device. During in-house engineering evaluation it was determined that the device was making a rattle type sound from the inside. It was further determined that the device failed pre-test for temperature assessment and rotational speed assessment(below minimum speed). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.